Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to lead noise. Clavicular crush was suspected. When the physician opened the pocket, the lead was seen to be completely severed. The lead was explanted with a laser and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Only the distal end of the lead measuring 30.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.